Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to unspecified reasons. A new artificial urinary sphincter balloon were component was implanted. Additional information received indicated the reason for the revision was due to unsatisfying urinary continence problems slowly increasing over approximately 2-3 years. The patient experienced increasing incontinence despite patency of the sphincter system. Objectively the pressure measured over the sphincter via a catheter placed just outside it did not change significantly despite the implantation of a balloon with higher pressure. The physician was still awaiting the results of the surgery.